Manufacturer narrative:
A fatigue breakage of lead wire of the conductive link is suspected to be the root cause of device failure. As the device has been received multiple damaged and incomplete the exact location of the fractures could not be determined. Based on information received and the investigation results this damage was most likely caused by the applied surgical technique. Other damages found are most likely attributable to the explantation surgery.this is a final report.

Event description:
The user was seen for a medical examination in august 2017 after reporting not being able to hear with the device. The user was re-implanted on (B)(6) 2017.

Manufacturer narrative:
According to the received information from the field, the patient reported to not hear with the device and was later explanted of it. However, neither further information on the circumstances which led to the no benefit condition, nor the device has been received for investigational purposes. Therefore a root cause cannot be determined.

Event description:
The user was seen for a medical examination in (B)(6) 2017 after reporting not being able to hear with the device. The patient was re-implanted on (B)(6)-2017.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was seen for a medical examination in (B)(6) 2017 after reporting not being able to hear with the device. The patient was re-implanted on (B)(6) 2017.